Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose (bg) levels decreased to 3.2 mmol/l (57.6 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient reportedly dropped the personal diabetes manager (pdm) on the floor and after a couple of hours, the patient gave a bolus of 2 units and noticed 20 units was being delivered instead. The patient was able to interrupt and stop the 20 unit bolus from being delivered. The patient then entered a meal bolus of 3 units and noticed 30 units was being delivered. The patient went to the ER and drank orange juice and dextrose to increase the bg levels. The patient was monitored and released from the ER after approximately three hours. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.